Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protégé gps self-expanding stent during treatment of a plaque lesion in the patient¿s mid and distal common iliac artery. Slight vessel calcification and tortuosity are reported. Lesion exhibited 80% stenosis. No damage was noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. Pre-dilation was not performed. No resistance was noted during advancement of the device. The device was not passed through a previously deployed stent. It is reported prior to the stent being delivered to the patient through the guidewire, the stent deployed during advancement. The device was removed from the patient and replaced with another stent of the same size. Post-dilation was performed, and the suture was used. The procedure was completed successfully. No patient injury reported.

Manufacturer narrative:
Product analysis: the protégé gps stent delivery system, (sds), was received loosely coiled within a sealed plastic biohazard pouch. No ancillary devices nor procedural images were received for evaluation. The protégé gps sds was received with the stent fully deployed and placed over the manifold printed strain relief, a kink in the catheter just distal of the printed strain relief, and fluid within the stopcock tube. The safety locking pin was loose. The inner distal assembly was cut to allow further examination of the stainless steel hypotube. A set of witness marks where the safety locking pin engages the stainless steel hypotube was noted at approximately 25mm proximal of the distal end of the stainless steel hypotube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional informaiton: a non-medtronic guidewire was used in the procedure. There was no issue removing protégé gps self-expanding stent from the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.